Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - e1(event site state), h6(type of investigation)

Event description:
N/a

Manufacturer narrative:
The gas loss alarm was resolved by the user verifying there was no blood in the helium tubing, ensuring all connections were secure, and using the iab fill and start keys to resume therapy. The user was also educated on probable causes of the alarm and appropriate troubleshooting checks.

Event description:
The user called the emergency support program line reporting a gas loss alarm on a cardiosave. No patient harm was reported.